Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0002023141-2021-03538 and 0002023141-2021-03539. Zimmer biomet complaint number (B)(4). Fax number unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implants at tooth sites #29 and 19 did not achieve primary stability during placement and were removed due to poor bone quality. Patient will return for future implant placement.